Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer experienced an elevated blood glucose level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer delivered a correction bolus to address the high bg.